Event description:
It was reported that (1) device was used during a bariatric mason procedure. It was reported by the affiliate that the ecs23 was placed on the stomach to create a window for insertion of the gastric band and linear stapler. However, the ecs33 did not function properly. The inner row/line was correctly placed, the outer staple row/line did not form staples. They believed that already by closing the instrument, that it felt strange (it did not run nicely). Some unformed staples included. The surgeon has over sewn the staple line to complete the case.